Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no damage on top of case or damage on bottom of case. Plunger head is cracked by a screw. Customer?s reported issue was duplicated. Primary audible alarm background test was found during occlusion test. The root cause of the reported issue was found to be some corrosion found on the speaker from fluid ingression. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced speaker. Performed occlusion test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that system failure primary audible alarm event occurred. No patient injury reported.